Manufacturer narrative:
(B)(4). The incident sample has been requested but to date, has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted. The settings used were significantly over the IFU recommended setting of 30 w coag. A covidien rep has notified the site and sent them a copy of the IFU recommendations.

Event description:
The customer reported that during a cervical biopsy, the electrode melted. Some of the melted blue insulation fell onto the surgical site but was retrieved with forceps. There was no pt injury. The generator was set at 64 coag and 100 cut.